Manufacturer narrative:
As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports. Device eval: pump is performing to specification and there is no evidence to suggest that this device would have caused or contributed to alleged incident. The only possible explanation is that, this was a user observation error or the totaliser was not reset before the infusion was statred.

Event description:
Our ref: 2004 1130/5/1 alleged overinfusion of insulin. No reported pt injury or medical intervention. Pump allegedly delivered 46 mls of insulin in 40 minutes when set a rate of 1.8ml/hr.